Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off, an occlusion alarm occurred, wake button was sticking and that the pump touch screen was unresponsive. The customer declined to provide additional information regarding the issues.